Manufacturer narrative:
The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under PMA # p030031/s053. (B)(4). The returned device was visually inspected upon receipt and reddish material was found at the pebax area. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax exhibit evidence of a pinhole and scratches induced by an unknown object. This condition might contribute to the reddish material observed at the area. The catheter was tested for electrical performance and it was found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding interference on the signals cannot be confirmed.

Event description:
It was reported that a patient underwent a procedure with a thermocool smarttouch sf bi-directional nav catheter and a signal interference occurred as it was impossible to interpret the signal. The signal interference was observed on the intracardiac channels as well as the carto and recording system. The physician did have at least one electrocardiogram signal available to monitor patient heart rhythm. The device was changed and the procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because the risk to the patient is low. The device was returned to biosense webster failure analysis lab for evaluation and it was discovered that upon receipt reddish material was found at the pebax area. Per this condition, a scanning electron microscope (sem) analysis was performed over the damaged area of catheter. It was found that the pebax exhibited evidence of a pinhole and scratches induced by an unknown object. The pinhole in the pebax exposes the internal parts of the catheter to the patient therefore this finding is MDR reportable. The awareness date for this record is 5/10/2016 because that is when the reportable pebax damage was discovered.